Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suddenly stopped hearing with the device. There was no report of accident or trauma. Re-implantation is considered.

Event description:
The recipient suddenly stopped hearing with the device. There was no report of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Additionally the in situ measurement history reveals that the ground path impedance (gpi) was high over a period of time. This is indicative for bone growth around the reference electrode contacts. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.